Event description:
Defect in sensor lead of inspire hypoglossal nerve stimulator. Patient met criteria for inspire hypoglossal nerve stimulator as a treatment for his osas (obstructive sleep apnea syndrome). Successfully implanted at (B)(6) hospital (B)(6) 2020. As my first inspire implant, patient was aware. Surgery went very well, was told by the inspire reps present intra-operatively testing of the implanted devise was 'textbook'. He healed well. Was supposed to have lab at (B)(6), the simulator lead functioned normally, but the sense lead didn't pick up the inspirations as was supposed to. I repeated cxr and found no migration of the sense lead or the generator. The inspire rep submitted data of the intraoperative tracings and the activation tracings to the engineering team at inspire. They determined the problem to be a failed sense lead, and that it would need replacement. I referred him to a local tertiary care center for the revision. Underwent revision at (B)(6) 2020. A broken sense lead was identified intra-operatively and successfully replaced. Inspire implant placed for osas, intolerant of CPAP. FDA safety report ID# (B)(4).